Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation for 1 centimeter, loss of capture (loc) and patient experienced pain at programmed output. This rv lead was explanted and replaced with the same model number. No additional adverse patient effects were reported.